Event description:
As reported through the japanese tavi registry, a 23mm sapien 3 valve was transfemorally deployed in the aortic annulus. On postoperative day 6, the patient became septic, and the hemodynamics gradually deteriorated. The patient passed away on post op day 8. The cause of death was reported as cardiac death.

Manufacturer narrative:
Per the instructions for use (IFU), infections such as septicemia are known potential adverse events associated with the thv procedure. Sepsis is a condition in which a patient meets criteria for sirs (systemic inflammatory response syndrome) and has a known or highly suspected infection. The mortality rate is high if the sepsis is not treated and can progress to involve organ failure (severe sepsis). While any type of infection - bacterial, viral or fungal - can lead to sepsis, infections that more commonly result in sepsis include infections of: lungs, such as pneumonia, urinary system, digestive system, bloodstream (bacteremia), catheter sites, and wounds or burns. Several factors increase the risk of sepsis, including: older age, compromised immune system, diabetes, chronic kidney or liver disease, admission to intensive care unit or longer hospital stays, invasive devices, (such as intravenous catheters or breathing tubes) and previous use of antibiotics or corticosteroids. Edwards lifesciences produces and provides sterile tissue bioprosthesis to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards- multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards- valves as provided to customers. Therefore, the probability of endocarditis related to edwards- bioprosthesis is remote. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as limited information was provided. Additional details regarding the event (i.e., source of infection, patient comorbidities, procedural factors) are not available. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Remains implanted.